Manufacturer narrative:
Investigation: on a subsequent customer follow up, the customer stated that it is their practice to give a bolus with a blood pressure drop within certain parameters. If the patient is symptomatic or if systolic <80mmhg or systolic drops >30mmhg, they give a bolus. This patient does take blood pressure medications, so it was advised to hold them prior to the next procedure to prevent the slow decline in bp that patient experienced with this procedure. The operator verified with the on-site physician prior to administering the bolus. The customer further stated that most of the time they don¿t do boluses very often for dendreons, as most of them are peripheral and they are not able to take bps on them so they have no automatic cuffs at their center. The customer considered providing bolus to the patient to be both normal practice, as it is standard of care for the situation with any apheresis procedure, but it is also medical intervention, as they administered fluids to treat the patient¿s condition. The ac infusion rate was 1.2 for the procedure. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The "centrifuge control malfunctioned" alarm is triggered when the centrifuge doesn¿t respond to a command to spin at a certain rate. The run data file (rdf) was analyzed for this event. The signals in the rdf indicated that the alarm occurred while the system was paused after running for 70 minutes. Based on signals in the file, it looks like this was a brief miscommunication between the centrifuge motor controller (what tells the centrifuge to spin) and the centrifuge itself. Although rare, this can happen from time to time. The patient's drop in blood pressure occurred prior to this alarm; therefore, the alarm was unrelated to the adverse event. A service call was placed for this event and a terumo bct technician checked out the machine at the customer site. The technician was unable to duplicate the reported condition. He verified correct operation of the centrifuge and the gear train that drives the centrifuge movement. Several centrifuge motor tests were completed and autotest and a simulated run was completed without any problems. It is verified that the machine is operating as intended and is safe to use. Based on the therapeutic apheresis article: a physicians handbook, the adverse events occur during therapeutic procedures with a frequency of 4.8%. Transient hypotension associated with apheresis is usually well tolerated. The following progression is often observed: pallor and sweating begin, with the skin turning cold; the pulse slows strikingly; the blood pressure decreases; nausea. Root cause: a definitive root cause for the patient's reaction could not be determined. Possible causes for the alleged reactions include but are not limited to the patient's physiology,the patient's disease state, and/or the patient's sensitivity to the procedure.

Event description:
The customer reported that a patient developed hypotension during a mononuclear cell collection (mnc) procedure. Approximately 70 minutes into the procedure, the patient's blood pressure decreased from 172/92 to 92/52. The operator paused the procedure and per protocol, they administered a bolus of 250 ml of normal saline (ns) intravenously to the patient. On restarting the procedure, the machine had 'centrifuge control malfunctioned' alarm. The operator opened the centrifuge door to check the loading and restarted the procedure and the alarm continued. The customer rebooted the system and the alarm returned. Per the customer, the patient was reported in the stable condition. Patient full identifier: (B)(6). The mnc collection set is not available for return because it was discarded by the customer.